Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Also right ventricular undersensing and the unexpected delivery of ventricular tachyarrhythmia therapy were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. Both t-wave oversensing and undersensing were noted on the right ventricular lead. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.